Manufacturer narrative:
This report is for an unknown cage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) for l3/4 and posterior lumbar interbody fusion (plif) for l4/5 on (B)(6) 2018. During the plif surgery, two (2) pieces of unknown cages for l4/5 were implanted using the oblique posterior atraumatic lumbar (opal) implant holder pistol grip. After the implantation the lock or release knob became stuck. The surgeon then used an opal implant holder-straight to implant one (1) unknown cage for l3/4 via transforaminal lumbar interbody fusion. An x-ray was performed intra-operatively and showed that two (2) cages of l4/5 were out of position. The surgeon tried to use the opal implant holder-straight to correct the cage position but the lock or release knob became stuck. The surgeon quickly repaired the opal implant holder-straight and used it to correct the cage position. The surgical procedure was successfully completed. There was a 45-minute surgical delay. This report is for one (1) unknown cage/spacer. This is report 4 of 4 for (B)(4).